Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood from the injection port. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "about the injection port of the vps cannula, I would like to report that I had this issue two weeks ago with a 16 g cannula that bled out of the injection port, and had to be replaced to avoid uncontrolled haemorrhage from it."

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood from the injection port. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "about the injection port of the vps cannula, I would like to report that I had this issue two weeks ago with a 16 g cannula that bled out of the injection port, and had to be replaced to avoid uncontrolled haemorrhage from it."